Event description:
It was reported that the remote home monitoring system issued an alert for a memory inconsistency in the active device firmware for the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering reviewed the data found within the s-ICD and noticed a charge time code without an associated charge along with an error that resulted in software resets performed in an attempt to correct an identified memory inconsistency. A device reset occurred and the issue was resolved. Engineering determined the s-ICD was functioning appropriately after the reset. Engineering also found a few benign resets associated with telemetry that had occurred previously. All therapy remained available to the patient. The s-ICD remains in service and no adverse patient effect were reported.